Event description:
The customer reported intermittent grainy images and low rex values. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service representative replaced the di pc board. He performed the calibration and self tests, and all functions met specifications. (B)(4).